Event description:
A report was received that the patient had an infection post ipg implant that was located a little bit away from the ipg incision site. Drainage was noted at the site. The patient underwent a revision procedure. There was some sinus tract that had formed towards the buttocks region and the physician wanted to make sure that the infection did not spread to the implant. The patient was doing well postoperatively. The physician did not believe that the infection was device related but from the initial procedure.